Manufacturer narrative:
This report is submitted on february 28, 2020.

Event description:
Per the clinic, the patient was administered with antibiotics (type unknown) for an unknown reason. An abutment replacement is planned.